Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of lioresal for intractable spasticity related to spinal cord injury/ spinal cord disease. The pt underwent explantation of the pump in 1999 after a culture grew staphylococcus. The pt completed a course of antibiotic therapy and pt's infection resolved. Another pump and catheter have not been implanted.